Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation that the display did not power up was confirmed due to a faulty power supply. The evaluation also found deep scratches on the bezel. The investigation is ongoing. Upon its completion, a supplemental report will be submitted.

Event description:
The customer reported to olympus that the high definition lcd monitor would not power up. The issue was found during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the display issue was caused by a faulty power supply. However, the specific cause of the faulty power supply could not be established at this time. Olympus will continue to monitor field performance for this device.